Manufacturer narrative:
(B)(4). The results of the investigation concluded that the tip coil of the radiopaque tip had been fractured and separated from the weld joint; the corewire had also been fractured. The tip coil had been bent and stretched. The distal section of the fractured corewire remained attached at the tip coil distal tip. The combined length of the two corewire sections indicated there was no missing material from the distal tip assembly. The hydrophilic coated distal tube and shaft had been kinked and bent, respectively. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. Although the exact cause of the reported insertion difficulty remains unknown, the guidewire damage is consistent with the reported insertion difficulty. The cause of guidewire damage is consistent with forcible contact during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torquing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Manufacturer narrative:
(B)(4).

Event description:
When the pressure wire aeris was being advanced inside the catheter for equalization, the device went through one of the catheter side holes. When pulled back inside, the tip coil, distal to the sensor element fractured. The entire tip coil was safely removed using a snare catheter with no consequences to the patient. Ffr was aborted.